Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with large air bubble in reservoir. The customer's blood glucose level was unknown. The customer declined to troubleshoot for the air bubbles. The customer was advised of comment factors for air bubbles. The customer was advised to monitor the device and call back if issues persist.